Event description:
A zoll dist returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was not powering on.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power pn. The cause for the failure was a defective power supply brick. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.